Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad button(s) had to be pressed several times before they responded. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact an no lifting or peeling was observed, the up/down/ok keypad buttons intermittently responded to user input, the contrast keypad button required excessive force to activate, it was observed that the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.